Event description:
Physician reported bilateral implantation of seri during reduction mammoplasty on (B)(6) 2014. Post-implantation on (B)(6) 2014, the patient developed an infection bilaterally. Physician reported that the wounds opened up and were draining on both sides. The patient was prescribed bactrim and possibly another antibiotic by another physician. On (B)(6) 2014, the physician performed debridement and "local wound care", and on (B)(6) 2014 the physician removed and discarded the device. Upon removal, the physician discovered the device displayed no integration with the patient's tissue.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. The events of infection, inadequate tissue ingrowth, wound dehiscence and drainage does not assist allergan in determining a probable cause for these events. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established.